Event description:
It was reported that a vascu-guard product did not look as it should. The reported stated that the smooth side of the product ¿looked rougher than it usually looks.¿ this occurred before use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned; however, a companion sample was received for evaluation. During visual inspection the smooth side of the device was observed to have a textured appearance while the rough side was not as pronounced. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.